Manufacturer narrative:
(B)(4). Eval, results: (migration, endoleak), (disease progression with aortic neck dilatation). Conclusion: (disease progression with aortic neck dilatation).

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 64 months ago. Vessel morphology from the time of implant is unk. Currently the aneurysm has increased in size from 5.4 cm at implant to 5.8 cm at the time of migration. The aortic neck was angulated 15 degrees and had dilated from 23 mm in diameter at the time of implant to 25 mm, due to disease progression. It was reported that a recent CT demonstrated that the stent graft has migrated 15 mm distally with a proximal type 1 endoleak. The physician implanted a talent aortic cuff and successfully resolved the endoleak and migration. No add'l clinical sequelae reported, and the pt is fine.